Event description:
It was reported that the patient experienced itching at the implantable pulse generator (ipg) site and had inadequate pain relief. The spinal cord stimulator (scs) system was explanted, and the patient was doing well postoperatively. The explanted devices were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7032448.